Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. Isimac machine company manufactured the drill stop, part 357.405, and lot number 6623811. The material of the housing and the button were confirmed to be correct. Functional testing was performed using gage gt026298 and the drill stop passed the functional test. The material was tested and conformed to specifications. The instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that on (B)(6) 2013, the fix-sleeve would move backwards if it was minimally tilted. It would hold when positioned straight, but if it was tilted at all, it would move backwards during drilling. This is 1 of 1 reports for this event.

Event description:
This is 1 of 1 report for complaint (B)(4).